Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 250 to 300 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of hi and 509 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1:hi on (B)(6) 2015 03:30pm; 2:509mg/dl on (B)(6) 2015 03:40pm. Adverse event not reported.

Event description:
Consumer complaint of hi blood glucose results. Expected fasting blood glucose test result range is 250 to 300 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of hi and 509 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: high, (B)(6) 2015, 03:30pm; 509mg/dl, (B)(6) 2015, 03:40pm. Adverse event not reported.

Manufacturer narrative:
(B)(4) . Product returned on (B)(6) 2015, but evaluation in-process.